Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The actual date when the event occurred is unknown. The date listed is an approximation based upon information provided by the customer. The serial number of the device is unknown; hence the date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on an unspecified date "around (B)(6) 2016" she was feeling "sick" but when she attempted to perform a test using her adc blood glucose meter it would not turn on with button press or with test strip insertion. It was further reported that due to the issue with the meter she was hospitalized and treated with insulin. Customer noted she had a kidney infection and a high fever. No further information was provided as the customer declined to continue troubleshooting and disconnected the call. There was no report of death or permanent injury associated with this event.